Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after applying a great pressure on button 1 of a 5f mynx control vascular closure device (vcd), the operator successfully pressed button 1 during the procedure, but a strange noise was heard and the cannula which covered the sealant detached. The user opened a new mynx control of the same box and tried to replicate the procedure outside the patient, and the same problem happened. Hemostasis was achieved using manual compression for 15 minutes. There was no reported patient injury. The sales representative was present and able to verify the tension indicator was correctly positioned. The operator had no issue using a mynx control from a different lot on a separate patient. The sales representative is going to exclude any issues with storage conditions. The vcds were used in an interventional procedure with a retrograde approach. The deployer was in training with the mynx device. The device was used with an 11cm 5f avanti sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than 5 mm, and there was no vessel tortuosity. The device was stored and prepped according to the IFU. No damage was noted to the button, but it was pressed with great difficulty and an unusual sound was heard. The device storage temperature did not exceed 25 °c, and there were no kinks in the sheath or device after removal. The devices are being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after applying a great pressure on button 1 of a 5f mynx control vascular closure device (vcd), the operator successfully pressed button 1 during the procedure, but a strange noise was heard and the cannula which covered the sealant detached. The user opened a new mynx control of the same box and tried to replicate the procedure outside the patient, and the same problem happened. Hemostasis was achieved using manual compression for 15 minutes. There was no reported patient injury. The sales representative was present and able to verify the tension indicator was correctly positioned. The operator had no issue using a mynx control from a different lot on a separate patient. The sales representative is going to exclude any issues with storage conditions. The vcds were used in an interventional procedure with a retrograde approach. The deployer was in training with the mynx device. The device was used with an 11cm 5f avanti sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than 5 mm, and there was no vessel tortuosity. The device was stored and prepped according to the instructions for use (IFU). No damage was noted to the button, but it was pressed with great difficulty and an unusual sound was heard. The device storage temperature did not exceed 25 °c, and there were no kinks in the sheath or device after removal. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection confirmed that button 1 was not depressed and button 2 was also not depressed. The stopcock was found in the open position, and no syringe was returned for this evaluation. The sealant was observed in its manufactured position, fully covered by the sealant sleeves. No abnormalities were observed in the condition of the sealant sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned in a deflated state, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Damage was observed on the left side of the frame (green internal component) during inspection of the internal mechanism. This damage was characterized by a portion of the left frame appearing to be missing. No additional anomalies were identified during this analysis. A dimensional analysis was performed to measure the slit length of the sealant sleeve. The measured slit length was within the specified acceptance range. The measurement was performed using a calibrated ruler. Per functional analysis, a full depression of button 1 was performed, and the mechanism responded as intended without malfunction. The handle was subsequently opened, and the internal handle mechanism was inspected and confirmed to be correctly positioned. To further evaluate the missing material previously identified on the left side of the frame during visual analysis, both the left and right sides of the frame (green internal components) were examined in detail. Portions of material loss were observed on both sides. In addition, a sheath interaction test was conducted using a 5f cordis laboratory sample csi. The device was successfully inserted and withdrawn without friction or resistance. Microscopic inspection of the internal mechanism revealed damaged areas with clear evidence of plastic deformation. The affected regions exhibited surface irregularities consistent with mechanical overstress beyond the elastic limit of the material. Visible stress marks and irregular edge morphology confirmed that the deformation was not superficial, but rather the result of mechanical overload. These findings are characteristic of plastic failure mechanisms associated with excessive applied force. The reported event of ¿button #1-actuation difficulty¿ was not observed through analysis of the returned device since it was received not depressed and it was able to be depressed without issue. Additionally, the reported event of ¿sealant sleeves (cartridge assembly)-separated¿ was not observed through analysis of the returned device since there were no damages or anomalies noted to the sleeves. However, it was noted that part of the internal mechanism was missing through analysis of the device received; although it is unknown whether this condition was intentional as the received device may have been a demonstration unit. The exact cause of the issues experienced and observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported difficulty depressing button 1 and the detachment of the cannula covering the sealant, as the device was received with button 1 not depressed and there was no damage noted to the sleeves or cartridge assembly. However, procedural/handling factors, such as attempting to depress button 1 before the tension indicator was properly aligned with the handle marks, may have contributed to the button depression difficulty reported as there was no issue experienced during functional analysis. Regarding the reported detachment of the sealant sleeves (described as the cannula covering the sealant), no issues were identified with the component, especially since button 1 was not depressed and the sealant sleeves were covering the sealant as expected. However, it was noted that a portion of the green frame of the internal components was missing, with evidence of plastic deformation. The affected regions exhibited surface irregularities consistent with mechanical overstress beyond the elastic limit of the material. Visible stress marks and irregular edge morphology confirmed that the deformation was not superficial, but rather the result of mechanical overload. These findings are characteristic of plastic failure mechanisms associated with excessive applied force. During the investigation, the possibility that the unit corresponded to a demo device was considered. Demo units are manufactured for sales training purposes and may include intentionally modified or removed sections to facilitate resetting, which is consistent with the observed condition. Additional information was requested to confirm whether the unit was a demo device; however, definitive confirmation could not be obtained. Based on the available information, including input from the sales organization and the overall findings, the unit being a demo device remains a possibility but could not be conclusively confirmed. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.